Event description:
A surgeon reported a patient with an intraocular lens (iol) that had rotated off axis following iol implant surgery. An additional surgical procedure was performed to return the iol to the correct position. The surgeon reported the patient also had an unexpected postoperative refraction due to a calculation error. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested 09/30/2009, 10/06/2009, 10/12/2009, and 10/14/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/23/2009.